Event description:
It was reported the right atrial (ra) lead had become dislodged soon after implant. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 694958, implantable tachy lead, implanted: (B)(6) 2005. Product ID: d154atg, implantable cardioverter defibrillator, implanted: (B)(6) 2005. B)(4).